Event description:
As reported by the user facility: volume infused is 10% higher than programmed.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) investigation results: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 3 seconds or 99% of expected accuracy time = 30min). At 3:02pm an air alarm stopped the infusion with a volume infused to 104.87ml. Perform preventive maintenance service.